Event description:
On (B)(6) 2014, customer's wife reported that on an unspecified date on "approximately (B)(6) 2014" customer's adc blood glucose meter would not turn on when the button was pressed or with test strip insertion. Caller further reported that a "few days later" customer was "feeling bad" but because of the issue with the meter he could not check his blood sugar. Customer subsequently experienced a loss of consciousness. Paramedics were called and upon arrival injected an unspecified medication into the customer, "because (customer's) blood sugar was so low". Caller did not know the name of the medication that was administered. During troubleshooting, caller noted her husband had "recently just passed away" and repeatedly stated that "it wasn't the meter's fault, but (hers)". Caller declined to continue troubleshooting so no further information was provided.

Manufacturer narrative:
This is a final report. The meter has been returned and an investigation utilizing the returned meter, retained battery and retained test strips (lot no: 1456937) has determined the complaint is not confirmed. Meter did power on with button depression. Meter did power on with strip insertion. Blank screen was not observed. It should be noted: during troubleshooting it was revealed the test strips the customer was attempting to use expired on june 30, 2013. All pertinent information available to abbott diabetes care has been submitted.